Event description:
It was reported that after disconnecting from the pump to shower and then reconnecting, the user experienced a temporary loss of dexcom g7 continuous glucose monitor (cgm) signal to the ilet without alerts; the cgm subsequently reconnected and displayed a glucose reading during the call and troubleshooting and education were completed regarding signal loss to the ilet. No adverse clinical symptoms were reported. Outcomes included no functional impairment or need for medical intervention. User support included customer troubleshooting and verification of cgm reconnection and data display on the ilet. Investigation of this case revealed a transient communication issue between the cgm sensor and the ilet user interface consistent with intermittent signal loss, with no device alarms and no persistent malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was likely user-environment related signal interruption with device function restored upon reconnection.